Event description:
It was reported that a syringe 0.5ml 1/2in 90 bx 450 mo had missing label information during use. The following was reported by the initial reporter: "it was reported that the customer found expired syringes, and no expiration date on the box verbatim: per us com update in snow : from phone call on 2020-12-22 16:41:17: rcc task noted the lot number does not match the item number. Upon checking my notes this is what was provided. Consumer info not obtained to call. Dc consumer reported found a box of expired syringes in home. Consumer noted the copywrite date and pharmacy sticker to determine its expired. No expiration date on box. Manufactured in 2010, lot #: 0347388, catalog#: 328279, date of event: (B)(6) 2020. Samples status discarding"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being made in 2011, files are retained for 7 years, no DHR review can be completed.

Manufacturer narrative:
"Medical device expiration date: unknown. The customer's address is unknown. (B)(6),USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 0.5ml 1/2 in 90 bx 450 mo had missing label information during use. The following was reported by the initial reporter: "it was reported that the customer found expired syringes, and no expiration date on the box. Verbatim: per us com update in snow : from phone call on (B)(6) 2020 16:41:17: rcc task noted the lot number does not match the item number. Upon checking my notes this is what was provided. Consumer info not obtained to call. Consumer reported found a box of expired syringes in home. Consumer noted the copy write date and pharmacy sticker to determine its expired. No expiration date on box. Manufactured in 2010 lot #: 0347388, catalog#: 328279, date of event: (B)(6) 2020 samples status discarding."